Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation olympus could not identify the cause of the phenomenon from the information became available in the investigation results and this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device the connector of the equipment monitor suddenly caught fire and the power supply was immediately fractured. The issue occurred at unknown procedure. There were no reports of patient harm.